Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open wound that was bleeding underneath her breasts. The patient had a skin condition and the patient's nurse reported that the lifevest electrodes were causing red indentations. There is no indication that the patient received medical intervention. During a follow-up it was reported that the irritation had improved somewhat but was still weeping.